Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited accelerated battery depletion. This device reached explant indicator. Boston scientific technical services (ts) stated that the device did not indicate any fault code. Data analysis showed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported. Additional information received which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited accelerated battery depletion. This device reached explant indicator. Boston scientific technical services (ts) stated that the device did not indicate any fault code. Data analysis showed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.